Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. While the physician was inserting the 15mm x 3.25mm quantum maverick balloon catheter into the patient, the maverick 'broke' and was removed without incident. The physician successfully completed the procedure using another of the same device. The patient's condition was noted as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: returned product was returned in 4 pieces. The first piece measured approximately 84cm from the distal edge of the hub to the hypotube broken site. The second piece measured approximately 49.5cm from the hypotube broken site to the distal end of the tip. The two small portions of the hypotube measured approximately 3cm and 5cm in length. Visual inspection identified a kink on the shaft located approximately 26cm proximal from the distal tip. Magnified inspection of the hypotube fracture sites revealed that the hypotube was most likely kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. While the physician was inserting the 15mm x 3.25mm quantum maverick balloon catheter into the patient, the maverick 'broke' and was removed without incident. The physician successfully completed the procedure using another of the same device. The patient¿s condition was noted as 'stable'.